Manufacturer narrative:
Suneva medical is filing this emdr from a conservative standpoint based on a medwatch filed recently by the patient (medwatch mw5082652). On 01/31/2019, suneva complaint department received medwatch mw5082652. Patient, via medwatch, indicates "serious injury," relaying "injected with two syringes of bellafill in the midface and tear trough. Severe constant pain in the eyes since then. Pain is so agonizing, it interferes with daily actives and sleep." Additional details can be found on mw5082652. On (B)(6) 2019, approximately 2 weeks prior to receipt of the patient medwatch, the injecting doctor, dr. (B)(6), reported to suneva that the patient was experiencing pain in the eye area and the patient was worried about going blind. Per (B)(6): the patient was injected with bellafill in the medial bilateral cheeks (not the tear troughs as described in the patient's medwatch) on (B)(6)2018. On that same day ((B)(6) 2018) the patient was also injected with restylanelyft on her nose bridge and chin, as well as botox for "eyebrow lift." On (B)(6) 2018 (approximately 3 weeks after injections), the patient came in for a follow up appointment and did not report any adverse symptoms at that time. On (B)(6) 2018, the patient reported her eye issues to dr. (B)(6). He does not believe that the patients issues are related to bellafill, but called to obtain information to reassure the patient as she was "having a lot of anxiety" about her injections. The doctor gave the patient a detailed diagram of all the areas that bellafill was injected and recommended she see a retinal specialist for her reported eye issues/pain. Further discussion indicated there was no indication of a vascular occlusion injury and no data to support that bellafill would have moved to the eye area after injection in the mid-cheeks. Additional information provided by the doctor indicated that, three+ months after injection, none of her injections (bellafill, restylane, nor botox) on (B)(6) 2018 are suspect in the patient's reported eye pain. It is believed to be coincidental. The manufacturing records for lot f181050 were reviewed with no issues noted. The lot met all acceptance criteria upon release. Retained lot samples were also reviewed. The lot continues to meet release criteria. The patient was injected with bellafill off-label in the medial cheeks. Bellafill is indicated for correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients of the age of 21 years.

Event description:
Patient, via medwatch mw5082652, indicates "serious injury," relaying "injected with two syringes of bellafill in the midface and tear trough. Severe constant pain in the eyes since then. Pain is so agonizing, it interferes with daily actives and sleep." Mw5082652 received by suneva 01/31/2019.